Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, and the cgm did not read ¿high.¿ reportedly, the customer reverted to an alternate method of insulin therapy.